Event description:
Needle broke at the bend of the hookwire during biopsy procedure.

Manufacturer narrative:
Eval: no product was returned by the customer to assist in this investigation. Based upon the info provided by the customer we are unsure, at this time, why the needle broke. Cook label dkbl 189 warns of the following: "caution when using kopans spring hookwires: following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement. Final hookwire position should be confirmed by appropriate imaging modality. Under no circumstances should a hookwire engaged in tissue be pulled out without surgical intervention. The hookwire should be used as a guide for the surgeon, not a retractor." We will continue to monitor for similar complaints.